Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 300 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime; insulin did not exit. Customer reported that insulin exit with plunger push but with greater than normal resistance. Customer was advised to change infusion set and reservoir. No further information provided.